Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient had a pump pocket revision and then developed a large seroma. The patient had multiple prior revisions of the pump pocket (see manufacturer's report #s 3004209178-2015-07349 and 3004209178-2015-07317) after developing a large seroma after the last pump replacement procedure. It was noted that the patient had a large abdominal hernia (6.8 x 2.6 x 5.8cm) verified by a CT scan on (B)(6) 2012. The patient hernia precluded closure of the seroma pocket on the posterior capsule of the seroma. It was noted that this was the only thing keeping the patient's intestines in the abdominal cavity. The patient was being scheduled for a hernia revision with plans to move the pump at that time to a dorsal location. Unfortunately the seroma had increased in size with some drainage. So the pump location needed to be revised urgently to avoid infection and possible meningitis. The patient's pain continued to not be well controlled due to the movement of the pump housing and seroma size. The patient's pain the week prior had been moderate to horrible with her current pain being an 8/10 on a 0-10 pain scale. The patient had pain in her neck, shoulders, mid back, left arm, low back, and down both lateral legs. The pain was constant. The patient was awakened by the pain. The pain was worse in the evening. The patient had pain with her first steps in the morning. The pain was helped by the intrathecal medi cation. The pain was exacerbated by everything. The patient also had fatigue, headache, musculoskeletal weakness, looked to be in distress, had an unsteady gait, tenderness over muscles and joints, and decrease cervical and lumbar range of motion.

Event description:
It was reported that a catheter replacement occurred on (B)(6) 2012. The reason for the catheter replacement was not provided. Patient symptoms and outcome were not provided. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information later received reported that there was no documentation available to the reporter that stated exactly what the catheter issue was so the reporter was unable to provide the exact issues or the location. There were no segments left in the intrathecal space not in use and nothing additional was done after the revision surgery.

Event description:
Additional information reported the patient never had dilaudid in her pump, only clonidine and morphine sulfate. The patient was given oral dilaudid, but never intrathecally.